Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead alerted for out of range impedance with respect to the right ventricular (rv) lead high voltage coil. The lead remains in use. No patient complications have been reported as a result of this event.